Event description:
It was reported that the pt never achieved therapeutic effect with the pump. The pt stated that "the trial never worked in the beginning." He had complications after surgery, the pump "leaked three times" and he had three surgeries to fix it. The pt reported that "it never helped with the pain." The pt asked the hcp to remove the pump; the pt is uncertain when it was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration system indicates it is baclofen. Several attempts have been made to obtain additional info without success.